Manufacturer narrative:
H3, h6: we have not had the opportunity to evaluate the complained device. All supplied information has been reviewed and we are not able to determine a root cause or relate the reported issue to a device failure. Medical review concluded, the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The IFU states: attention is drawn to the need for clinical vigilance to look for signs of systemic infection should any areas of the wound become infected. In addition, acticoat contains precautions regarding its use on third degree/severe burns. This investigation is now completed with no escalations or corrective action deemed necessary. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.

Manufacturer narrative:
(B)(4). Tan, h., wasiak, j., paul, e., & cleland, h. (2015). Effective use of biobrane as a temporary wound dressing prior to definitive split-skin graft in the treatment of severe burn: a retrospective analysis. Burns, 41(5), 969-976. Doi: 10.1016/j.burns.2014.07.015. Postal code (B)(6).

Event description:
On the literature article named "effective use of biobrane as a temporary wound dressing prior to definitive split-skin graft in the treatment of severe burn: a retrospective analysis", it was reported that, after using a combination of a biobrane dressing applied directly to treat a severe burn and covered with an acticoat dressing, both as a temporary wound dressings prior to a planned definitive split skin graft, 4 patients experienced an unspecified infection of the wound. Both dressings were removed, but it is unknown which measures were taken to treat this adverse event. Data regarding prophylactic antibiotics was not collected and/or reported on the present study. The patients outcomes are unknown.